Event description:
It was reported to philips that the equipment did not turn on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the equipment did not turn on. Upon troubleshooting, fse inspected the system and identified that the single-phase ups was malfunctioning. To resolve the issue, fse bypassed the ups. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.